Event description:
Attorney reported: 2004-the patient underwent an incisional hernia repair procedure with implant of a composix kugel hernia patch. Patient continued to have abdominal pain and discomfort. In 2008 - patient was noted to have a mass at the site of the previous hernia mesh repair. In the same month - the patient underwent surgery repair for subfascial abscess, bowel perforation, infected mesh, removal of previous placed mesh, repair of small bowel perforation, drainage and debridement of subfascial abscess, lyses of adhesions, and repair of abdominal wall defect with primary closure. The surgeon notes in the operative reports that the subfascial abscess was at the edge of the previously placed mesh and immediately adjacent to the mesh was a hole in the small bowel. Also notes in the operative report that "the area of perforation of the bowel was noted to be adjacent to the mesh in the area where the bard kugel composix mesh outer plastic ring appeared to have buckled creating a prominence of the plastic ring protruding towards the abdominal cavity"

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.